Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a surgical procedure the system was acting erratically which caused a posterior capsule tear requiring an anterior vitrectomy. Additional information has been requested but not received. This is the first of three reports being fie from this facility.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problems reported. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on july 24, 2017. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).